Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing high power. The pt's lvh was increasing but there was no hematuria. The surgeon decided to exchange the pt's pump because of consistent high flows. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.